Manufacturer narrative:
Product event summary: data files were returned and analyzed. Three image files were returned from the field and reviewed. The provided images show seems to be material in the lattice of the sphere catheter. In conclusion, the reported tissue in tip was observed through data analysis. The afr-00001 sphere 9 catheter was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afr-00001 catheter with lot number 0231692964 was returned and analyzed. Tests for shorts and mapping had passing results. Simulation testing for pulsed field ablations, radiofrequency ablations, and mapping were normal. Microscopic inspection identified foreign material inside of the lattice. Functional testing with the returned cable found no errors or alerts on the test system. In conclusion, the reported material inside of the lattice was confirmed during analysis; the catheter did not pass the returned product inspection as a result. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere catheter, material was observed in the lattice upon removal. The case was completed. No patient complications have been reported as a result of this event.